Event description:
In (B)(6) 2010, the hcp reported that during programming, they changed the start time and duration of the step; the dose stayed the same and they adjusted the rate to compensate for the 2 hrs added to the duration. The hcp did not realize that the rate changed. He planned to bring the pt back to update the pump to the proper dose/rate for the 1 step they had programmed. In f/u for the event, the hcp reported in (B)(6) 2010, that the event was attributed to the pump. A pump replacement was planned. The pt had no symptoms. The pt outcome was reported as "no injury." The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Reason for late MDR is due to implementation of process improvement.